Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, mildly calcified, mid left anterior descending (lad) coronary artery. A 1.50 x 8 mm mini trek balloon dilatation catheter (bdc) was used for pre-dilatation. A 2.50 x 23 mm xience xpedition stent delivery system (sds) was was advanced with no resistance to the lesion. The stent was successfully deployed at 10 atmospheres (atm) and post-dilated with a 2.5 x 12 mm nc trek balloon at 18 atm. After post-dilatation a distal edge dissection was observed. In order to cover the dissection, a 2.50 x 15 mm xience xpedition stent was successfully implanted. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.